Manufacturer narrative:
(B)(4). This is a report of a use error in which the patient connector was higher than the heater bag, resulting in air in line without alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient was connected higher than the heater bag. The patient would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.